Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: - (B)(4) called in - purchased new pcus from bd and they will not connect to sm. - need help in getting them connected to server. Case resolution: - spoke w/ linda on issue - asked for the pcu serial number (B)(4). - had linda press the options soft key on pcu. - had her click page down twice to network status. - asked for the ip of the pcu, 10.199.156.145. - connected to (B)(4). - remoted in... - launched systems manager (sm) . - browsed to device reports. - ran pcu inventory report. .- searched for serial number, (B)(4). - pcu is not yet connected to sm. - connected to (B)(4) workstation. - remoted in... - looked at network configuration package. - found that the server ip was configured for 10.200.216.48 which is not the correct ip. - the actual ip address is 10.200.216.14. - saved changes. - xfr'd netconfigpackage to pcu. - xfr successful. - pcu now connected to sm. - download data set successful. - power cycled pcu. - data set now active. - exported netconfig package to desktop. - xfr'd from linda's desktop to mine. - connected to (B)(4) pc. - remoted in... - imported netconfig package. - xfr'd to pcu. - xfr successful. - all is working fine. - closing case!.